Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was chipped and cracked. Syringe plunger not in place found event history log. During the functional testing syringe plunger not in place was found during syringe test and the dowel pin came out of the plunger head mount. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced right plunger case, plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that the pump exhibited an invalid plunger. No patient injury was reported.